Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the device was difficult to charge and didn¿t hold a charge well. The hcp reported that replacement of the ins was scheduled for (B)(6) 2019. The hcp reported that the cause of the recharging issues was that the ins nearing end of expected life. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated their implant takes forever to charge and she has to stay in one position to charge and is not getting a good connection. The patient will be getting their implant replaced next week. (B)(6) 2019). No further complications were reported. No patient symptoms were report.